Event description:
Prior to procedure, device interrogation was unsuccessful due to the device being in backup vvi mode. The physician completed the procedure with a different device, and there was no patient involved.

Manufacturer narrative:
Correction: manufacturer report 2938836-2017-20636, should not have been reported as a medical device report (MDR) as the product has not been approved by FDA and is part of investigation device exemption (ide).